Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name architect stat troponin-I assay, abbott, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name architect i2000sr analyzer, abbott, (B)(4) manufacturing site. Evaluation results: architect s/n (B)(4) discrepant troponin results. The investigation began with a review of the customer's instrument system logs. A review of the returned system logs was not able to identify the cause for the current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-105) and the architect troponin assay package insert (840638/r7) contain information addressing the customer's present issue. Based upon the data available and the results of this evaluation, a single definitive cause was not determined for the aberrant troponin results; however, the customer using two different centrifuges could have possibly contributed to the outcome. Also, sample collection and/or preparation were not able to be ruled out as potential causes of the customer's issue. No product malfunction was identified.

Event description:
The customer states that one patient sample generated a false positive result with the architect stat troponin-I assay. The following results were provided from testing the patient sample several times: 0.058/0.003/0.002/0.002 ng/ml. The customer uses a cut-off value of 0.03 ng/ml. The sample was collected in lithium heparin. No suspect results were reported from the lab with no reported impact to patient management.